Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of non-sustained right ventricular oversensing. The device was oversensing a post sensed t wave. Programming changes were suggested; however, no changes were performed. Patient was stable and will continue to be monitored.